Event description:
It was reported when an asymptomatic patient presented in clinic for a follow up, the device exhibited post-paced t-wave oversensing on a stored egm. Programming changes were made and device remains implanted.

Manufacturer narrative:
(B)(4).